Manufacturer narrative:
Concomitant medical products: 407452 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients daughter that battery life was at seven and a half years nine months ago and is now at four and half. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.